Event description:
The manufacturer was informed of this event through patient tracking database. Based on the information on the patient implant form, the carboseal valsalva size 25 that was implanted in the patient on (B)(6) 2017 has been explanted on (B)(6) 2021. No further information is presently available. No allegation of a device malfunction nor of a serious injury was received from the site regarding this event.

Manufacturer narrative:
A complete manufacturing and material records review for the device has been performed. The results confirmed that the device satisfied all material, visual and performance standards required at the time of manufacture and release. Since the device was not returned to the manufacturer and there is no information available regarding the device disposition, no further investigation is possible. The manufacturer is following up with the field to retrieve additional information, but no further information has been received up to this date. Based on the limited information available, it is not possible to establish a definitive root cause for reported event. However, from the document review performed, no manufacturing deficiencies were identified. Should further information be received in the future, a follow up report will be provided.